Manufacturer narrative:
The case of death was reported as a result of the decision to withdraw life support. Because we were just notified about this death we have made this as an preliminary report, because we need to investigate this case with our distributer to see if we can get additional info e.g. A lot no.

Event description:
On or about (B)(6) 2011, while connected to her paradigm pump and paradigm infusion set, (B)(6) was unknowingly injected with a large bolus of insulin as a result of malfunction of the paradigm pump and paradigm infusion set. Brenda was found unresponsive the next morning and was taken immediately to the emergency department of (B)(6) hospital in (B)(6), where her blood sugar was noted to be 1.4 or critically low. She was intubated and transferred to the hospital intensive care unit. She never regained consciousness. On (B)(6) 2011, (B)(6) made the difficult decision to withdraw life support, and (B)(6) died.